Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt was found deceased by emergency medical services (ems) on (B)(6) 2014. When the ems providers found the pt, he was still attached to his system controller and 14-volt batteries. The pt was home alone the night of the event. The primary pocket controller was found attached to the power module. The following sequence of events were recorded on the history screen leading up to the pt's death: "system information", "replace controller", "pump off", "driveline disconnected." The log file had a yellow wrench alarm with an lcd fault on (B)(6) 2014, which triggered the "replace controller" alarm. Also on (B)(6) 2014, there was a yellow wrench alarm with driveline disconnected alarms. The pt's aicd was explanted and interrogated, revealing no unusual or lethal arrhythmias leading up to the event. The pump was not explanted and will not be returning for investigation.

Manufacturer narrative:
The pt expired and the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.